Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review it was noted error codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. The data acquisition pcba to motor controller pcba cable will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The data acquisition pcba to motor controller pcba cable will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The biomedical engineer replaced the data acquisition to motor controller cable and returned the cable to the manufacturer.

Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review, it was noted error codes that indicated a spi bus failure. The customer reported the device was not in use on patient.